Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited no capture in all vector in multiple vessels. The lv lead was removed and not used. A second lv lead was attempted, but the same capture issues were observed. The second attempted lead was removed and not used. No patient complications have been reported as a result of this event.